Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) results were within range. No instrument errors were noted in the event log, and other assays were performing as expected. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed dispense checks, and no issues were noted. The rinse block, luminometer dark counts, and probe alignments were verified, and a decontamination was performed on the instrument proactively. The cse performed a total service call and found a wash manifold malfunction and fluid leak. The valve manifold was replaced due to a failed component. The sample probe and pump membrane were also serviced and replaced. The operation of the instrument was verified and acceptable. The customer performed calibrations on all assays, followed by a qc run, and all testing passed. A precision test was performed by the customer, using a patient sample, and no issues were noted. Siemens monitored the performance of the instrument and confirmed no recurrence of a discordant cardiac troponin I (tni-ultra) result and no instrument issues post service visit. The cause of the discordant tni-ultra result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant cardiac troponin-I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). Repeat testing performed on the same instrument produced an over-diluted error, and then a lower result. The same patient sample was tested on an alternate advia centaur instrument, and the customer informs the repeat result of 47.232 ng/ml matched the clinical picture. There are no reports of patient intervention or adverse health consequence due to the discordant tni-ultra result.